Event description:
It was reported that a user was very unhappy with the ilet and stated the device was not working as expected, leading to episodes of high blood glucose. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond planning to consult a healthcare provider. Investigation included complaint intake and initial troubleshooting and education with no additional event details obtained. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor, and no specific component issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.